Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned psn femoral inserter extractor exhibits signs of repeated use (nicked and gouged) and stop pin is sheared through keeping the part from functioning correctly. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument disassembled during the procedure.